Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/15/2015 with the following findings: the audio bolus button cover was found to be fully intact; no damage or peeling was observed. During testing, the audio bolus button responded appropriately to button presses. The complaint that the audio bolus button was unresponsive was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. The distributor alleged that the audio bolus button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).